Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturing representative and that their concerns were resolved. It was noted that the patient forgot what date his appointment was.

Event description:
It was reported, the patient was not feeling stimulation and had not felt stimulation in 2 weeks. The reporter stated they had a loss of therapeutic effect. It was noted, the patient connected the recharger to the implantable neurostimulator (ins) and stimulation was turned off. It was further noted, the patient was able to turn stimulation on and the ins was at 1/2 charge. It was noted, the patient was able to connect the programmer to the ins and verify the stimulation amplitude was set at 3.15. The reporter stated they felt stimulation and it was comfortable. It was noted, the patient would leave stimulation set at 3.15. It was further noted, the patient was very confused about the recharger and patient programmer. Additional information received reported, the patient had a loss of therapeutic effect. It was noted, the patient was on program c at 3.15 and they could not feel stimulation. The reporter stated, she was able to increase stimulation to 3.75 which was shocking her so she decreased stimulation to 3.5. It was noted, the stimulation was comfortable at 3.5 and the patient would keep stimulation there and track their symptoms. It was later reported that the patient had no stimulation sensation and this occurred three days prior to the report. It was noted that education of the patient programmer and recharger resolved the issue. It was reported that stimulation was on and at 3.25 volts. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been feeling more pain in their spine for the past month. The reporter stated their spine was ¿killing her¿ on the day of this report. It was noted the patient had not contacted their health care provider because, they would get the stimulation therapy to work and relieve their pain. Additional information received reported the patient got a recharge ins icon on their patient programmer. It was noted the patient had no stimulation sensation. The reporter stated they had not recharged ¿in a while over a week.¿ it was noted the patient was confusing coupling bars with ins charge level.

Manufacturer narrative:
Product ID 3550-39, lot# n323753, implanted: 2012 (B)(6); product type accessory product ID 3 778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient (B)(4).